Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). The purpose of this MDR is to update the event description, correct the manufacturer information in section g and to correct the device codes in h.6. The FDA device code 1601 was corrected to 2976. [Conclusion]: the healthcare professional reported that during the coil embolization of an unruptured aneurysm, the physician slid the sheath tab to unlock the delivery wire of the galaxy g3 mini 1 mm x 2 cm coil (glm910020/ l11051) in attempt to advance it, but the delivery wire did not advance; the introducer was then removed from the y-connector and another attempt was made to advance the delivery. The coil did not exit from the distal end of the sheath introducer; the detachable coil delivery system was impeded in the introducer. As a result, the coil was replaced, and the procedure was resumed until successful completion without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. A non-sterile galaxy g3 mini 1 mm x 2 cm coil was received contained in a pouch. The received device underwent visual inspection. The device positioning unit (dpu) was observed to be kinked at 27 cm, 52 cm and 127 cm from the hub. There was no other damage noted during the visual inspection. The device was inspected under the microscope and the coil introducer was observed zipped and without any damage. The resheathing tool, and the v-notch were in normal good condition. The resistance heating (rh) did not appeared to have been heated. The articulation joint and the embolic coil were inspected through the introducer and the embolic coil was observed to be kinked and damaged. The extended coil was partially kinked with part protruding through the skive of the translucent introducer sheath. Functional testing could not be performed on the returned galaxy g3 mini 1 mm x 2 cm coil because of the condition it was received in. The kinked extended coil that protruded through the translucent introducer sheath, and the kinked and damaged condition of the embolic coil. A review of manufacturing documentation associated with this lot (l11051) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the coil delivery system was impeded in the introducer was confirmed based on the condition of the returned device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue could not be conclusively determined as the device could not be functionally tested due to the condition in it was returned/received in. It is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported issue. There is no conclusive root cause related to the observed condition of the embolic coil being kinked and damaged inside the introducer. Procedural handling factors and excessive force may have been inadvertently applied could have contributed to the condition of the embolic in the returned device. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the galaxy g3 mini 1 mm x 2 cm coil left the manufacturing facility with the embolic coil kinked and in damaged condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of an unruptured aneurysm, the physician slid the sheath tab to unlock the delivery wire of the galaxy g3 mini 1 mm x 2 cm coil (glm910020/ l11051) in attempt to advance it, but the delivery wire did not advance; the introducer was then removed from the y-connector and another attempt was made to advance the delivery. The coil did not exit from the distal end of the sheath introducer. As a result, the coil was replaced, and the procedure was resumed until successful completion without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the coil was kinked and in a damaged condition. Based on the product analysis completed on 3/6/2019, this event has been deemed MDR reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. (B)(6). [Conclusion]: the healthcare professional reported that during the coil embolization of an unruptured aneurysm, the physician slid the sheath tab to unlock the delivery wire of the galaxy g3 mini 1 mm x 2 cm coil (glm910020/ l11051) in attempt to advance it, but the delivery wire did not advance; the introducer was then removed from the y-connector and another attempt was made to advance the delivery. The coil did not exit from the distal end of the sheath introducer; the detachable coil delivery system was impeded in the introducer. As a result, the coil was replaced, and the procedure was resumed until successful completion without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation. The investigational finding is documented below. A non-sterile galaxy g3 mini 1 mm x 2 cm coil was received contained in a pouch. The received device underwent visual inspection. The device positioning unit (dpu) was observed to be kinked at 27 cm, 52 cm and 127 cm from the hub. There was no other damage noted during the visual inspection. The device was inspected under the microscope and the coil introducer was observed zipped and without any damage. The resheathing tool, and the v-notch were in normal good condition. The resistance heating (rh) did not appeared to have been heated. The articulation joint and the embolic coil were inspected through the introducer and the embolic coil was observed to be kinked and stretched. The extended coil was partially kinked with part protruding through the skive of the translucent introducer sheath. Functional testing could not be performed on the returned galaxy g3 mini 1 mm x 2 cm coil because of the condition it was received in. The kinked extended coil that protruded through the translucent introducer sheath, and the kinked and stretched condition of the embolic coil. A review of manufacturing documentation associated with this lot (l11051) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported issue that the coil delivery system was impeded in the introducer was confirmed based on the condition of the returned device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the reported issue could not be conclusively determined as the device could not be functionally tested due to the condition in it was returned/received in. It is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported issue. There is no conclusive root cause related to the observed condition of the embolic coil being kinked and stretched inside the introducer. Procedural handling factors and excessive force may have been inadvertently applied could have contributed to the condition of the embolic in the returned device. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the galaxy g3 mini 1 mm x 2 cm coil left the manufacturing facility with the embolic coil kinked and in the stretched condition that was observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization of an unruptured aneurysm, the physician slid the sheath tab to unlock the delivery wire of the galaxy g3 mini 1 mm x 2 cm coil (glm910020/ l11051) in attempt to advance it, but the delivery wire did not advance; the introducer was then removed from the y-connector and another attempt was made to advance the delivery. The coil did not exit from the distal end of the sheath introducer. As a result, the coil was replaced, and the procedure was resumed until successful completion without further issues or delay. There was no report of patient injury or complication; the complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the instruction for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. There was no unintended detachment observed in the vessel or in the microcatheter. The product was returned for evaluation which revealed that the coil was kinked and in a stretched condition. Based on the product analysis completed on 3/6/2019, this event has been deemed MDR reportable as a ¿malfunction.¿